Event description:
It was reported that during a lap thyroid procedure, the blade broke. Retrieved the broken part with a surgical device. Changed to another one to complete the case. No pt consequence.

Manufacturer narrative:
Eval summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off but present. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use."